Manufacturer narrative:
Complaint conclusion: as reported, after deployment of an unknown precise self-expanding stent (ses), the delivery system would not withdrawal from the body of the patient. Several attempts to remove the delivery system were made and a small unknown coronary balloon catheter was used and inflated in order the remove the precise delivery system. There were no reported injuries to the patient and the patient was in stable condition post procedure. This was during a procedure to treat a 70% stenosed lesion. Additional information was requested but was not provided. The device was not returned as expected. The reported ¿stent delivery system (sds) withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. Based on the information provided and the limited procedural details given, it is likely procedural and/or handling factors contributed to the event reported. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the instructions for use, which is not intended to mitigate risk, ¿initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after deployment of an unknown precise self-expanding stent (ses), the delivery system would not withdrawal from the body of the patient. Several attempts to remove the delivery system were made and a small unknown coronary balloon catheter was used and inflated in order the remove the precise delivery system. There were no reported injuries to the patient and the patient was in stable condition post procedure. This was during a procedure to treat a 70% stenosed lesion. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of an unknown precise self-expanding stent (ses), the delivery system would not withdrawal from the body of the patient. Several attempts to remove the delivery system were made and a small unknown coronary balloon catheter was used and inflated in order the remove the precise delivery system. There were no reported injuries to the patient and the patient was in stable condition post procedure. This was during a procedure to treat a 70% stenosed lesion. The device will be returned for evaluation.